Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Product status- implanted- remains in service levels implanted- d10 d11 d12 cause of death- cardiac arrest it was reported that on (B)(6)2015, the patient underwent surgery, wherein bone cement was used/implanted. The operation went successful. Post-op, in the afternoon the patient died after cardiac arrest. It was also reported that the patient's autopsy was ongoing. Patient complications were reported as unknown. It was reported that on (B)(6) 2015 during kyphoplasty surgery, there was a slow mixture of the cement. Very good application into all bone fillers. Cement was for a long time very liquid and the cement took too much time to get viscosity.

Manufacturer narrative:
(B)(4).